Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the products to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address fracture of medial meniscal bearing and wear of lateral meniscal bearing. Patellar poly was replaced.